Event description:
The customer reported leaking from the smartsite that is just below the pump module during heparin infusion. The smartsite blue piston was noted to be dislodged from the top of the smartsite body. The leak was discovered within 24-48 hr of hanging the IV set and heparin bag. There was nothing piggybacked or injected into the smartsite prior to the leak being noticed. The set was changed out and the heparin infusion continued with no problems. There was no pt harm or medical intervention required. No further pt/event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.